Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker as the patient was experiencing lightheadedness. Upon review, low r-waves and farfield signal oversensing was observed. Additional follow up in the clinic was recommended. This pacemaker remains in service. No additional adverse patient effects were reported.